Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after experiencing pre-syncope followed by shocks from the implantable cardioverter defibrillator (ICD) which resolved the patient's symptoms. The ICD was interrogated and showed two high-voltage shocks were delivered for an episode detected in the ventricular fibrillation (vf) zone. Review of the episode data indicated short circuit protection (scp) was triggered during both high-voltage therapies resulting in less than the programmed high-voltage energy being delivered. Despite the reduced-energy shocks, the episode was device-classified as successfully terminated. Further review of the device data showed that aside from chronically high right ventricular (rv) lead capture thresholds, all other lead trends appeared stable with no noise or oversensing observed. Based on the device data, it was not able to be determined which part of the ICD system caused the scp. In-person device and lead testing was performed, and no noise or oversensing were observed; however, the patient reported "feeling it" across their chest when capture threshold and lead impedance testing was performed. An internal review of x-ray images subsequently taken showed the distal part of the rv coil appear as if it is unraveling, however it was noted that this was highly unlikely and could not be confirmed via imaging alone. The ICD was ultimately removed and the rv lead capped, and a new ICD and rv lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.